Event description:
It was reported that 4 bd luer-lok¿ syringes experienced poor perforation on packaging. The following information was provided by the initial reporter: perforations in packaging are not sufficient leading to packaging ripping open when attempting to tear the syringes apart.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 03-aug-2022. H6: investigation summary: four samples were provided to our quality team for investigation. All packages have been torn apart without good perforation. The conditions observed are non-conforming per product specification. Potential root cause for the poor package perforation defect is associated with the packaging process. A device history record review was completed for provided lot number 2059655. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 4 bd luer-lok¿ syringes experienced poor perforation on packaging. The following information was provided by the initial reporter: perforations in packaging are not sufficient leading to packaging ripping open when attempting to tear the syringes apart.